Manufacturer narrative:
Technical services remotely troubleshooted the issue with the customer and determined the issue was due to an incorrect software setting on the device. The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. Device is indicated for use to provide interpretation of the data for consideration by a physician. Device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. Device is indicated for use on adult and pediatric populations. The device is not intended to be used as a vital signs physiological monitor. Although there was no adverse event reported, if the eli380 were to loose wifi connection and stop transferring data in an emergency setting, it could lead to serious injury or death. Therefore baxter is reporting this alleged device malfunction.

Event description:
The customer reported the ed unit is repeatedly unable to transmit due to buttons being greyed out on the eli380. There was no adverse event reported. This incident was captured under complaint ref # (B)(4).